Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that for many months, the patient had not been able to get the implantable neurostimulator to work properly. They have not been able to successfully charge the implantable neurostimulator, and it wasn't charging properly. The implantable neurostimulator loses its charge quite often (battery going out quite often) which had been occurring since implant. They were able to get it jump started, but then they lost the charge again. The patient needs the stimulation for his chronic pain and since it¿s not working, they are wondering if they should see someone or get it removed. The patient was redirected to a health care provider to try to resolve the issues; however, they did not have a managing physician. There were no further complications reported.